Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels between 300 to above 400 (mg/dl) for 4 days. Manual injections and boluses were delivered to address bg levels. Reportedly, the customer believed the pump was not working properly; however, a system check with tandem technical support indicated the pump was performing as expected. Recommendation was made to changed the infusion site. Customer acknowledged.